Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) had five months remaining two weeks ago. During the recent visit, this ICD hit elective replacement indicator (eri). Boston scientific technical services (ts) reviewed battery status and found out there were two high-drain events in one week. Also, there was a recent capacitor reform. In addition, ts discussed how those factors affect the longevity estimate. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. The returned implantable cardioverter defibrillator (ICD) device was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) had five months remaining two weeks ago. During the recent visit, this ICD hit elective replacement indicator (eri). Boston scientific technical services (ts) reviewed battery status and found out there were two high-drain events in one week. Also, there was a recent capacitor reform. In addition, ts discussed how those factors affect the longevity estimate. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) had five months remaining two weeks ago. During the recent visit, this ICD hit elective replacement indicator (eri). Boston scientific technical services (ts) reviewed battery status and found out there were two high-drain events in one week. Also, there was a recent capacitor reform. In addition, ts discussed how those factors affect the longevity estimate. To date, this device remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.